Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel blinking was caused by a mainboard failure. However, the definitive root cause of the mainboard failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii xenon light source front panel is blinking. The event occurred during preparation for use, prior to an endoscopy procedure. The procedure was completed with their 180 systems. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.